Event description:
It was reported that the patient was feeling "really slow" and "down" for the last couple of days. The caller stated that they checked the patient's ins (implantable neurostimulator) with the patient programmer yesterday and according to the reading they got, they thought the patient was due to get the ins battery replaced. The caller stated that their reason for calling was to get confirmation that the ins battery was in fact due for replacement. During the call, agent had the caller synchronize the patient programmer with the ins, and they reported that therapy was off, the ins battery level was ok (2.95 v), and therapy settings were group b with the right side set to 2.60. Agent reviewed that the ins battery status was ok and was not due for replacement. Agent reviewed ins voltage at which eri would trigger. Agent then reviewed that therapy was turned off, but the caller did not know how or why it was off. The caller thought they might have accidentally turned therapy off yesterday, but the patient indicated that their symptoms began prior to yesterday. Agent reviewed how to turn therapy back on, and the caller confirmed they were able to turn it back on. Once therapy was turned back on, the patient stated that they felt better and were experiencing "a little euphoria." The patient asked if their therapy settings should be set to 2.90. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4: patient weight updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.